Event description:
It was reported that during a laparoscopic low anterior resection procedure, scissoring occurred when the device was used on the blood vessel. The clip which was fed into the jaws went backward. The clip was formed in lumbricoid (earthworm) shape and it did not deployed on the target tissue properly. Another device was used to complete the case. There were no adverse consequences to the patient. There was no torquing or twisting of the device present at the time of firing.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? - the information was not provided from the hospital. Was the clip fully advanced into the jaws prior to firing? - the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. If so, when? - n/a. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes. What were the indications for surgery? - the information was not provided from the hospital. What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. If so, what? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. If so, whom? - the information was not provided from the hospital.